Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent dislodgement occurred. The 99% stenosed target lesion was located in the severely calcified and tortuous proximal right coronary artery (rca). The non bsc guide catheter was engaged and the non bsc guide wire was crossed. After predilating the target lesion with a non bsc product, the physician attempted to cross the lesion with a 3.50x32mm taxus express2 drug eluting stent (des) but was unable to cross. Therefore, the physician tried to withdraw the taxus express2 des and insert it back into the guide catheter. However, the taxus express2 des couldn't withdraw back into the guide catheter and so it was withdrawn together with the guide catheter. At that time the stent was caught on the sheath and it was dislodged at the right brachial artery. It was confirmed that the stent was successfully taken out with "operation". The procedure was completed with another device and no additional patient complications were reported.